Event description:
It was reported that the patient's device was replaced due to a malfunction. The company representative had no further information, as it was prohibited by the implanting physician/hospital.

Manufacturer narrative:
(B)(4)